Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that clock did not keep time. The customer reported crack by the battery area, back light was not bright and alarm was not as loud as earlier. The insulin pump had unexplained random no delivery alarm, grinding noise when rewinding. The insulin pump had rainbow effect on screen and insulin squirted when priming. Battery lasted less than 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.